Event description:
It was reported that journey ii bcs inserts were changed due to infection of both knees. Primary surgery was performed on (B)(6) 2019.

Manufacturer narrative:
The devices, intended for use in treatment, were not returned for evaluation. A visual inspection of the device could not be performed. A relationship between the device and the reported event could not be corroborated. There is no information to suggest the device failed to meet specifications. A clinical evaluation was conducted and no clinically relevant supporting documentation was provided, therefore, a thorough medical investigation could not be performed. However, per complaint details, the insert revisions were performed due to bilateral knee infections. The patient impact beyond the reported insert revisions cannot be concluded. Should clinical documentation become available in the future, the clinical/medical investigation task may be re-opened. No further medical assessment is warranted at this time. No probable cause could be identified with the limited information provided. Infection is a risk associated with any surgical procedure. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. A DHR could not be performed due batch numbers no provided. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.